Event description:
According to the event description: the universal 60 drop nitro pump set, part # 490037, is leaking from the drip chamber. Customer noted a couple of devices leaking in this manner. Also leaking from the end where it would attach to the closed system on the device. One of these devices was noted to be leaking and also noted to have blood that backed up in the line. No lot number is available. One of the universal 60 drop nitro pump set, part # 490037 devices had a 50 ml spill after about an hour into the infusion; pharmacist assuming it was a slow leak. They had to estimate the remaining dose and remade the patient meds with another bag. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.